Event description:
It was reported that a revision was performed due to pain.

Manufacturer narrative:
Based on the information provided a revision surgery was performed involving a smith and nephew product, it is concluded that in accordance with the regulations set forth under 21 cfr 803, it is concluded that this is a reportable event.

Manufacturer narrative:
The affected devices were returned and evaluated. The patella and insert were examined visually by the research and development team. The insert showed scratches on the articulating surface, damage likely due to removal on the distal surface and lock detail, and wear on the posterior side of the post. The patella showed scratches and damage on the articular surface and backside both likely due to removal. There was also noted bone on-growth in the groove on the backside of the patella. Based upon the information provided and the analysis conducted the reason for pain and mid instability is unable to be determined. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.